Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints from the device lot related to a split in the distal tip. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and preparation training manual were reviewed. During esheath preparation, remove the lid on edwards esheath+ introducer set tray and visually inspect for damage. Take care not to bind, pinch, or flatten when unpacking and handling. Do not use if packaging or any components are not sterile, have been opened or are damaged (i.e. Kinked or stretched). While still in the packaging tray, gently flush introducer and dilator through guidewire lumen with heparinized saline. A dilator is included with the system for vessel dilation as needed. French size will be indicated on the sheath handle. The lumen of the expansion tool may be flushed, but this is not required for use. Wet entire length of sheath, introducer, dilator and expansion tool with heparinized saline. Expansion tool does not have hydrophilic coating. While holding the sheath tip at an upward angle, gently flush sheath through flushport with heparinized saline until filled and close stopcock to sheath. Remove sheath and expansion tool from the tray. Advance the expansion tool into sheath housing until it reaches the sheath hub. Remove the expansion tool and re-flush the sheath. Discard expansion tool after pre-expansion steps are completed. Do not flush the sheath while the expansion tool is inserted. Inspect the seam post pre-expansion steps. A raised seam and strain relief stretching is expected. If strain relief tear is observed, do not use. Remove introducer from the tray and advance the introducer fully into sheath housing using short movements until it stops. Keep distal tip of sheath elevated while advancing introducer. Check tip to ensure sheath has not prematurely opened. Do not re-flush sheath after advancing introducer. Once introducer is inserted completely into the sheath, rotate the introducer hub clockwise to lock into the sheath hub. There may be a slight raise of the sheath seam after expansion. The lifted edge can be flattened back down by running a finger over the top and pressing it into place. Just prior to handing over to operating physician, ensure length of sheath, introducer and dilator (if used) are wet. Pass the sheath, introducer and dilator (if used) to the physician when ready for insertion. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This event reports a sheath distal tip split during preparation of esheath plus that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The split sheath distal tip was confirmed empirically. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record, lot history, and complaint history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description reports, ''while prepping the delivery system on a different table the tech moved the edwards sheath from the back table onto the patient table and decided to flush the sheath using the side port while the dilator was locked in place, causing a split in the blue hdpe material of the sheath''. Per the training manual, ''caution: do not re-flush sheath after advancing introducer''. As the introducer was present inside of the sheath, flushing the system would have likely required a large amount of force to overcome the obstruction. It is possible that the force required to flush the sheath with the introducer inserted through, was enough to result in the reported split of the sheath. As such, available information suggests procedural factors (improper device preparation) may have contributed to the reported complaint events.

Event description:
As reported, during a tf tavr case, an extra sheath was used because scrubber tried to flush sheath after it was prepped and had dilator in place, which split the seam of the sheath prior to it being used. Additional information was received. The specialist prepped the sheath per protocol and handed it off to the scrub tech at the interventionalist's table. The 16f sheath had the 16f dilator locked in place. While prepping the delivery system on a different table the tech moved the edwards sheath from the back table onto the patient table and decided to flush the sheath using the side port while the dilator was locked in place, causing a split in the blue hdpe material of the sheath.

Manufacturer narrative:
Investigation is ongoing.